Event description:
During the brain pan angiography and occlusion test, it was reported that the balloon ruptured and the test was completed with another balloon. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The catheter has been evaluated. The catheter was not found to be ruptured as reported; however, it was leaking at approximately 2mm from the distal tip. Results: catheter leak. (B)(4).